Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia due to damage of the personal diabetes manager (pdm) ,caused by a moving company. The patient was treated with several glucose injections and released from the hospital after 3 days. The patient was prescribed multiple daily injections until a new controller was obtained. Specific bg levels were not provided.